Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), patient complications occurred. The target lesion was 100% stenosed and located in the distal common femoral artery (cfa). The lesion was treated using two passes with the oad on low speed and one on medium speed. The oad was exchanged for another oad with a larger crown size, and the lesion was treated using two passes on low speed and two on medium speed. The pressure of the patient decreased and asystole occurred, however no extravasation or perforation was noted. Chest compressions were performed and pharmacological treatment was administered. The pressure of the patient was then found to be high, and the patient became unstable. It was reported that the patient presented with severe acute acidosis. The current status of the patient is stable.